Manufacturer narrative:
The draeger service technician pulled the log files, but did not perform a detailed hardware investigation as the customer decided to not repair the evita xl which has been in use for 11 years. From the log entries it can be confirmed that the ventilator performed several restarts at the reported time of the event after which the operator switched off the device manually. The device measured an inspiratory pressure above the limit for more than 1 second which can either be caused by a device problem or the user opening the ventilation system (e.g. To perform a suction). As no further information were available and a deeper device analysis was not possible, a definite root cause could not be determined. The device reacted as specified to the detected deviation by initiating a restart in an attempt to solve the problem. During this time, an audible alarm is generated and the emergency-breathing valve opens to allow for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator shut down and audibly alarmed. No patient injury reported.